Event description:
It was reported that a motor stall and recovery were recorded in the event logs. The reported denied any mris or electromagnetic interference (emi) exposure. The motor stall was stated to have occurred at 05:00 the day prior and recovered 1800 that night (per logs, occurred at 04:59 and recovered 18:08). The patient experienced withdrawal symptoms, so oral baclofen was taken. The patient later experienced overdose symptoms. This was attributed to the pump restarting. Once the patient stopped taking oral baclofen, he was fine. It was later reported that another motor stall occurred and recovered on (B)(6) 2015. The pump was stated to have been stalled for 5 hours. The reporter again denied any MRI or emi exposure. The cause of the motor stalls was not determined. The patient was at home at the time of the event. The reporter referred the patient to neurosurgery. It was stated that the patient recovered without permanent impairment. The pump was used to deliver lioresal (baclofen). No interventions were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump, model# 8637-40, sn (B)(4), found a gear train anomaly. The motor stall was attributed to the shaft-bearing. The pump was received with fluid in reservoir and running at the minimum rate infusion mode. The pump logs showed motor stalls/motor stall recoveries. Infusion testing was attempted due to overdose complaint. This pump passed the two 300ul runs, but then stalled during 1000 ul/day flow testing. During destructive analysis, residue and shaft wear were found on the upper shaft of gear 2. Furthermore, residue was also found on the jewel, where the upper shaft of gear 2 inserts into the top bridge assembly.

Event description:
Additional information received reported that a motor stall also occurred on (B)(6) 2015 at 19:02 and recovered on (B)(6) 2015 at 00:47. On the pump logs from the returned product, there were no motor stalls on (B)(6) 2015. A motor stall also occurred on (B)(6) 2015 at 11:57 and recovered at 19:56. A motor stall occurred on (B)(6) 2015 at 02:36 and recovered on (B)(6) 2015 at 06:15. A motor stall occurred on (B)(6) 2015 at 11:05 and recovered on (B)(6) 2015 at 05:34. The pump had been alarming and had multiple motor stalls therefore the pump was replaced on (B)(6) 2015. The patient's status after the device was removed was recovered without sequela. There was not patient injury. The physician did not think the stall was due to MRI or any other magnetic interference they knew about. It was noted that after explant, the motor stalled. The pump had been in the manufacture representative's car. The manufacture representative read the pump to put it to minimum rate and silenced the alarm and got a notification of a motor stall.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l48425, implanted: (B)(6) 1998, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.